Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that the patient experienced several controller fault alarms. The patient did not inform the site about these alarms on the day of the occurrence. Alarms were noted during a routine clinic visit in the alarm history file. The controller was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device passed visual examination however review of the controller log files revealed multiple controller fault alarms. The root cause for the reported "controller fault" alarm was found to be a failure of the automatic power switching circuit associated with reverse bias leakage current, likely a result of a compromised component supplied by an external manufacturer. Heartware has an open internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states that the controller had multiple controller fault alarms. The patient did not inform the site about the alarms, which began on (B)(6) 2014. The site observed the alarms in the patient history during a routine clinic visit on (B)(6) 2014. Controller log files were sent for analysis. The site performed a controller exchange and the patient was said to be stable during the procedure. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.